Event description:
A journal article was reviewed that contained information regarding an implantable cardiac defibrillator. Multiple patients were referenced. The failure mode noted in the article was inappropriate shocks. The article does not state what if any intervention occurred or the status of those devices. Further follow up did not yet yield any additional relevant information regarding the event. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial numbers, the manufacturing date cannot be determined. Without serial numbers at this time for the 14 different patients there is no way to know if this information has been reported on another medwatch report. Daidoji h, arimoto t, nitobe j, et al. Circulating heart-type fatty acid binding protein levels predict the occurrence of appropriate shocks and cardiac death in patients with implantable cardioverter-defibrillators. J. Card. Fail. July 1 2012;18(7):556-563.